Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed for a low reservoir, and the patient indicated there was air in the line and the bag was empty. Per reporter, the pump was restarted and upon arrival was still pumping. Reporter stated that the air in the line had passed through the pump and was halfway up the line toward the patient. The programmed rate was 4.3 ml per hour, the screen showed a remaining volume of 197.6 ml, and the bag was empty. The event took place at the patient¿s home. No symptoms were reported.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump had low reservoir alarm, air in the line had passed through the pump. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.